Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt.

Event description:
It has been reported to us that during the procedure the balloon could not maintain pressure. The physician was placing a distal protection device in the external carotid artery. The balloon had difficulty maintaining pressure. The case was completed with no injury to the pt.